Event description:
It was reported that during insertion for an ablation procedure, one faradrive sheath was selected for being used, however, the physician aspirated the air from the sheath. The valve was not effective in preventing air from entering. An alternate device was used and no patient complications occurred. The device is not expected to return for laboratory analysis since it was disposed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation summary: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the faradrive's risk documentation was completed and confirmed that the event of air in the sheath was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause not established as the cause of the reported issue cannot be established due to lack of evidence.

Event description:
It was reported that during insertion for an ablation procedure one faradrive sheath was selected for being used, however the physician aspirated the air from the sheath. The valve was not effective in preventing air from entering. An alternate device was used and no patient complications occurred. The device is not expected to return for laboratory analysis since it was disposed. It was further reported that the air was seen in the flushing line of the sheath during catheter insertion, no air was observed in the patient. The procedure was completed and the issue was resolved with a new faradrive.